Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was chipping on the round handle. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 30th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was chipping on the round handle and comfort bar. Defect on the handle was also confirmed by photographic evidence. Technician informed that the issue is due to improper handling - collision with other objects or the lamp. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 30th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was chipping on the round handle. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 30th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was chipping on the round handle and comfort bar. Defect on the handle was also confirmed by photographic evidence. Technician informed that the issue is due to improper handling - collision with other objects or the lamp. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was chipping on the round handle and comfort bar. Defect on the handle was also confirmed by photographic evidence. Technician informed that the issue is due to improper handling - collision with other objects or the lamp. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, defective set cover with external handle-pwd500 (ard368330998) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling from the round headlight handle and comfort bar , and in this way the device contributed to the event. According to the information gathered, the issue was discovered during maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. No such events regarding to label chipping off. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate. A root cause analysis for paint peeling problem was performed by subject matter experts at the manufacturing site. As they stated, the multiple impact marks or scratches of paint damage are located to the extremities of the handle. Maquet sas believe that the most likely root cause is a shock on the cupola in abnormal conditions of use. This incident does not correspond to a deficiency of the device. The user manual and the technical manual explain how to check the light heads during annual maintenance and daily inspection (IFU 015181en09, pages 20-22). The product must be repaired before any use. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.